Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information available. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci - assisted surgical procedure, the maryland bipolar forceps instrument had conductor wire insulation damage that could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci - assisted surgical procedure, the maryland bipolar forceps instrument had conductor wire insulation damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d4, d9, g3, g6, h2, h3, h4, h8, h9 and h10. Corrected information can be found in the following fields: d4 and h4. D02, d03 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "insulation on the bowden cable damaged." Failure analysis found the primary finding of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the electrical wires. There were no broken pieces missing. No thermal damage found and the electrical continuity test passed. Root cause of this failure is attributed to a component failure. Additional finding not reported by the site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.036¿ - 0.126" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps (part # 470172-16 /lot # n10200406-0046) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sl0115. The instrument has 10 uses and there were 3 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.